Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2023. Investigation summary: one open 32g x 4mm pen needle sample was returned from lot. No. 2242750, cat. No. 320477. Visual examination was carried out on the returned sample and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to determine root cause.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: I have another blocking needle which I will keep separate.

Event description:
It was reported while using bd ultra-fine¿ 4mm pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: I have another blocking needle which I will keep separate.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.